Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
It was reported that 7-segment-display with errors. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. When device is powered on it displayed an error message and emitted a watchdog tone. The device is not functional with this error. The device was disassembled and the fb7 component was broken off of the isolation board. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event., corrected data.